Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 a patient presented with grade 4 mixed mitral regurgitation (mr) and a prolapse posterior leaflet for a mitraclip procedure. During transseptal puncture (tsp) with a non-abbott device, the patient required resuscitation due to low blood pressure. Tsp was discontinued and CPR was performed. A direct cause could not be determined for decompensation, and cardiac causes were ruled out. The procedure was able to take place as planned after the circulation had been stabilized, and the mitraclip devices entered the anatomy. Three mitraclips were implanted. The mr was reduced to grade 1. Doctors suspect atelectasis as the cause of the reanimation. On (B)(6) 2024, the patient suffered a stroke. The probable cause of the stroke was CPR and cardiac arrest from the procedure. The patient was referred to a neurological rehabilitation hospital due to delirium-like symptoms. The mitraclip could not be disqualified from contributing to the patient's condition. As of (B)(6) 2024, the patient was still impaired by the stroke. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported cerebrovascular accident (stroke) could not be conclusively determined. The reported dizziness appears to be a cascading event of the stroke. The reported patient effect of cerebrovascular accident, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.